Event description:
It was reported that during an unknown procedure, the firing knob was broken at the second firing. About 1/3 cut line and staple line were deployed. The staple height selector was set at golden. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly. Additional information received: what type of procedure was the device used in? - gastrectomy. Did the firing knob fall into the patient? -no. If yes, was the firing knob retrieved? -na. Will the firing knob be returned with the device? -yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.